Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant (B)(6) prosthesis that ruptured post implantation. Rupture of the patient¿s left breast prosthesis was diagnosed via MRI. Additionally, the patient developed baker grade ii capsular contracture in her left breast post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant (B)(6) prostheses on (B)(6) 2022. The suspect medical device was discarded following explant surgery.